Event description:
The surgeon inserted a cq2015a three piece collamer lens with forceps and discovered the eye was not stable and therefore, he could not get the haptics to seated properly in the eye. The lens was removed and a acl was implanted. There was no patient injury. The reporter stated the incident was due to the anatomy of the eye and not related to the lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4): product evaluation.results:visual inspection of the returned lens showed evidence of a clear surgical resiidue, however, there was no visible damage noted. (B)(4)